Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump histories showed no activity related to the alleged "clicking sound". The "clicking sound" allegation was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was making ¿clicking sounds¿ when a new battery was put in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a pump malfunction.